Manufacturer narrative:
Results of investigation: this unit was field serviced by an authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to correct the customer's reported issue, and the device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the ltv was leaking oxygen while in use on a patient. The ventilator did alarm at the time, and there was no patient harm associated with this reported event.